Manufacturer narrative:
The product cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product has been returned for analysis, however, the evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The report received indicated that there was a leak near the inflation device.